Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The physician instructed that the ICD be reprogrammed. The ICD remains in use. No further patient complications have been reported as a result of this event.